Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was not impacted. Reportedly, the customer will reload a cartridge onto the pump and resume insulin delivery.